Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) replacement procedure due to inadequate stimulation. The patient was doing well postoperatively, and the explanted devices were discarded by the facility.